Event description:
The physician intended to implant an endeavor resolute drug-eluting stent to treat a lesion in the cx. The device was inspected prior to use with no issues noted. The target lesion exhibited 85% stenosis, moderate calcification and moderate tortuosity. Resistance was encountered advancing the device. The device could not pass the vessel and the stent struts were damaged. Another endeavor resolute device was used to treat the lesion. No clinical sequelae were reported. Evaluation summary the stent was positioned between the marker bands as per specifications. The 8th proximal stent segment was raised and deformed. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Results and conclusions: (stent deformation). (Target lesion exhibited 85% stenosis, moderate calcification and moderate tortuosity). Deformation problem. (B)(4).